Manufacturer narrative:
The device inspection did not confirm the customer¿s report of ¿forceps elevator does not move up to the up direction and the guidewire did not hold properly¿; however, foreign material was observed on the backside of the forceps elevator and k-wire related to insufficient reprocessing. Additionally, the evaluation found that multiple parts of the scope were scratched, the a-rubber was worn, the forceps channel port had a dent, and the suction cylinder was shaved. Due to wear of the angle wire, the angle knob up/down play was out of specification. The investigation is ongoing; therefore, a definitive root cause could not be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the gi duodenovideoscope forceps elevator does not move up to the up direction and the guidewire does not hold properly. The device was returned to an olympus service center for evaluation. The device evaluation did not confirm the customer¿s report but found foreign material on the backside of the forceps elevator and k-wire. This report is being submitted for the reportable malfunction of foreign material on the backside of the forceps elevator and k-wire. There was no harm or user injury reported, as this was identified during service.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.